Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the battery pack set. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a precharge voltage error message. No patient injury was reported.